Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report. Associated device in this event is catalog number 5018-6-180, lot # u15322 self-drilling half, pin apex 5mm, 180 x 50mm.

Event description:
It was reported, the surgeon attempted to insert apex pin through drill sleeve in question. The tolerance between the pin and the drill sleeve is incorrect because they got stuck.